Event description:
It was reported that the patient was not receiving pain relief from the pump. Diagnostic testing and trouble shooting was performed, including a catheter dye study. It was indicated that leaking of contrast on the proximal segment was found and the health care provider (hcp) could not see contrast in the intrathecal space. It was noted that the patient had a catheter revision and upon exploration of the catheter during surgery, the hcp found the catheter to be broken near the connector site and on the spinal segment. It was reported that the end of the catheter could not be located or retrieved. As a result, the catheter was "capped/abandoned and partially removed". It was further reported that the patient was alive and did not have any symptoms or injuries related to this event. The drug delivered via pump was morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8711, lot# serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2012, product type catheter. (B)(4).